Manufacturer narrative:
(B)(4): eval results: (endoleak), (cause of type iii endoleak unk).

Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of a 6.2 cm abdominal aortic aneurysm. Vessels had mild tortuosity and moderate calcification, and the aortic neck had 45 degree angulation and was 20.5 mm in diameter. It was reported that after the deployment of the talent stent graft, the final angiogram demonstrated a noticeable type iii endoleak (fabric) 4-5 cm distal to the top of the bifurcated stent graft at the flow divider. The physician elected to intervene by converting the pt to an aorto-uni-iliac (aui) configuration with a talent converter device and occluder and then performed a femoral-to-femoral bypass, and the endoleak was successfully resolved. No add'l clinical sequelae were reported, and the pt is fine.